Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. The active tip shows activation marks. The suction tube was cut by the customer and it was not returned. The cable and connector are in good condition. The device will be sent to the manufacturer for further review. Manufacturing investigation results for vapr s90 4.0mm w/integr hdp -ea: the device was received in original packaging. The tip is used, tissue debris inside the active tip, charred section at proximal end. Manifold damaged. Handle assembly is used, suction tube has been cut. Cable and plug are used, no misuse. During testing at atl UK we were able to confirm a fault with the device, the complaint device was found to fail electrical testing (hipot active ¿ return). Functional testing (activation) was not performed due to the condition of the device. Based on the evidence of the charred and burnt section of the manifold seen for the returned electrode, the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous one piece lps electrodes (s90) which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through CAPA. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained device issue.¿ based on the investigation findings, a potential cause is traced to device design. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. J&j medtech orthopaedics will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history lot: a manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
During an in house engineering evaluation it was found that the vapr s90 4.0mm w/integr hdp device had a melted manifold, was broken in 2+ pieces and foreign substance/debris/cleaning. It was reported from the reporter that the truespan 24 degree peek device had an output short. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.